Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what appears to be inappropriate anti-tachycardia pacing and shocks due to atrial originated rhythms. The shock successfully converted that rhythm. The ICD remains in service. No additional adverse patient effects were reported.